Event description:
During troubleshooting, the customer reported missing/darkened segments on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
During trouble shooting, the customer reported missing/darkened segments on the compact plus system. No adverse event reported. Requested return of suspect device and replacement was sent.